Event description:
It was reported that the device was used during a colon resection. It was reported by the rep that the ax55g was fired distally and the ussc ta4.8 fired on the distal end of proximal colon. The "cdh" would not fire through the ta4.8 staple line. The anastomosis fell apart and had to be corrected. A second "chd" was used without a problem. The operating room time was extended. There was no consequence to the pt.